Event description:
It was reported at implant oversensing was seen on the ventricular lead and possibly on the atrial lead. The leads were removed, the system was checked and the leads were reconnected, but the oversensing continued. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed grommet damage.